Manufacturer narrative:
Event was notified to the manufacturer on 06-june-2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: at the end of the surgery, the doctor closed the abdominal cavity with an a absorbable suture. When the surgeon completed the surgery, the surgeon gave the suture to the nurse. The nurse found that one tip of the two sutures used had been broken (the damaged was about 2mm). The surgeon searched the broken tip under the skin but did not see it.. The surgeon immediately requested the radiology department to take x-ray but nothing was found. After the operation, there was no needle tip found on surgical instruments, surgical clothing, bed, and on ground.